Event description:
A three level c4-7 fusion using the c-tek plating system as well as graft material was done in 2005. Post-op films taken four months later show solid fusion. Additional films taken six months later show the plate unlocked and one screw backed out. The construct appears stable. Md will follow-up in three months.